Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a manual injection while the pump delivered insulin as intended. Customer's blood glucose decreased to 39 mg/dl. Contact provided juice and bananas to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.